Event description:
A 24mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent and its components were implanted into a patient for the endovascular treatment of an abdominal aoritic aneurysm. Aneurysm size is unknown. Vessel morphology was severely clacified moderately deiseased with slight tortuosity. The patient was not a candidate for opent surgical repair of the aaa. Final angiogram demostrated a type I endoleak. The physician attempted to resolve the type I endoleak with another manufacturers balloon; to mold the proximal part of the graft to the artery wall. During the inflation of the balloon (which was completely inflated within the stent graft) the patients blood pressure dropped. The CT demostrated that during inflation of the balloon, the balloon pushed the graft against the calcium resulting in dissection of the artery. The physician inflated the same balloon to control the bleeding however the dissection was to long. When the physician attempted to convert the patient to an open surgical repair the patient coded and expired. The device was not removed from the patient.